Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. This report is for unk - screw locking/unknown lot number. Device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. A 510k#: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reported device was used in the surgery for the proximal humeral fracture on (B)(6) 2017. When the surgeon was inserting the locking screw into the multiloc nail, the surgeon was unable to apply any torque. When the surgeon tried to remove the screw, the head of the screw was broken. The screw was left in the bone since the surgeon judged that there would not be any harm to the patient. No delay in surgery was reported. This complaint involves 1 part. Concomitant device: 1 x unk multiloc nail. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Investigation summary: the complained issue; when the surgeon was inserting the locking screw into the multiloc nail, the surgeon was unable to apply any torque. When the surgeon tried to remove the screw, the head of the screw was broken and could not be confirmed. No pictures or x-rays were provided which would provide additional evidence. The product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Complaint unconfirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.